Manufacturer narrative:
Based on a re-evaluation of the complaint information, this complaint has been reclassified as an adverse event and product problem rather than just a product problem, as previously reported.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
61- the permanent cautery hook instrument has been returned and evaluated by the failure analysis team. Failure analysis investigations confirmed the customer reported complaint of "one of the "rings" in the joint of the cautery hook had broken and fallen." For clarification, the instrument was found to have the conductor wire cap dislodged from its normal position. The conductor cap was returned. This failure is most commonly caused by mishandling/misuse, such as excess force applied to the distal end of the instrument. The instrument was also found to have the conductor cap broken. The missing piece was not returned and measures approximately .133" x .270". The instrument was found to have the molded monopolar yaw pulley pin broken. The piece is missing as a result of breakage. Size of missing piece is approximately .061¿ x .093¿. This failure is most commonly caused by mishandling/misuse, such as excess force applied to the distal end of the instrument. The instruments conductor wire was not damaged and the instrument passed an electrical continuity test. The following fields were updated: field h2 was updated to additional information and device evaluation. Field h3 was updated to yes. Field h6 method code was updated to code 10. Field h6 results code was updated to code 3252. Field h6 conclusion code was updated to code 61.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
An RMA has been issued to the customer requesting to have the permanent cautery hook instrument returned; however, isi has not received the RMA to confirm/identify any reportable failure mode(s). A follow-up MDR will be submitted if the instrument is returned (post engineering evaluation) or if additional information is received. A review of the instrument log for the permanent cautery hook instrument (470183-14/n10190325) associated with this event has been performed. Per the logs, the instrument was last used on (B)(6) 2020 and had five uses remaining. A review of the site's complaint history shows no additional complaints related to this product and/or this event. No image or video was provided by the site for review. This complaint is being reported based on the following conclusion: during a da vinci-assisted surgical procedure, it was alleged that a fragment fell into the patient. All fragments were retrieved and no additional surgical intervention was required. However, unintended fragment(s) falling into the patient may require surgical intervention. At this time, it is unknown what caused the breakage to occur. Device expiration date was left blank as this instrument has ten usages allotted to it, which are tracked by the da vinci surgical system. The instrument had five uses remaining on the date of this event.

Event description:
It was reported that during a da vinci-assisted thoracic sympathectomy surgical procedure, it was noted that one of the "rings" in the joint of the permanent cautery hook instrument had broken and fallen inside the patient. The fragment was retrieved and matched up for completion. No injuries were noted. The item will be sequestered for risk management prior to return. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the procedure was almost finished when the scrub tech noticed that there was a fragment inside the patient. The fragment had fallen off near the thoracic/rib cage area of the patient. The fragment was retrieved using a laparoscopic grasper. The permanent cautery hook instrument was removed from the patient and the robotics coordinator was able to match up the fragment piece with the instrument. There was no tissue damage as a result of the issue. The procedure was completed with no patient injury. No post-operative tests were performed as the surgeon had successfully removed the fragment. There was no thermal damage nor any report of arcing. Patient demographic, relevant testing, and medical history information was requested, however the robotics coordinator was only able to report that the patient was a (B)(6) year-old female. The fragment and instrument will be returned to isi after risk management performs their investigation.